Event description:
It was reported that the tracheostomy tube was put in place on a patient, and after one day, air leakage was noted on the cuff and on the balloon, deflation was noticed. The balloon was inflated every 3 hours, and the tracheostomy tube was intended to remain for 7 days. Upon changing the tube, leakage at the junction between the balloon and the tube was observed, confirmed by a water test. A different tube was placed on the patient. The customer made 2 bronchial fibroscopies to make sure that everything was ok with the patient because of the deflating cuff but everything was fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.